Manufacturer narrative:
Conclusions: the root cause has been attributed to either contact with a sharp instrument or a random hub/lumen molding defect. This is the first report of such an occurrence with spire's alta catheters. Spire will continue to monitor for this failure symptom. Spire's alta IFU instructs healthcare professionals to use care when using sharp instruments near the catheter. There was no pt death nor injury associated with this complaint. This is a reportable complaint because medical intervention was required to remove the catheter after it leaked.

Event description:
Catheter leaked after being implanted for several weeks.